Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 79-year-old male patient. There was no additional patient information available. Return product is not available for investigation. Date: tested results: heparin. Heparin time: (B)(6) 2026 3100 (units hr). 11:38 (B)(6) 2026 21,000. 11:39 (B)(6) 2026 12:30 271. (B)(6) 2026 5,000. 12:31 (B)(6) 2026 12:56 >1000. (B)(6) 2026 12:56 >1000. (B)(6) 2026 13:16 >1000. (B)(6) 2026 13:16 >1000. (B)(6) 2026 13:18 >1000. (B)(6) 2026 13:32 199. (B)(6) 2026 13:32 214. (B)(6) 2026 13:39 209. (B)(6) 2026 13:39 209. (B)(6) 2026 5,0000. 13:42 (B)(6) 2026 13:52 225. (B)(6) 2026 13:53 245. (B)(6) 2026 3,100 (unit/hr). 13:53 (B)(6) 2026 8,000 13:55 (B)(6) 2026 14:05 291. (B)(6) 2026 14:05 281. (B)(6) 2026 5,000. 14:07 (B)(6) 2026 14:20 368. (B)(6) 2026 14:31 >1000. (B)(6) 2026 14:51 301. (B)(6) 2026 14:53 373. (B)(6) 2026 15:23 199. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.